Manufacturer narrative:
Based on the available information, the etiology for the patient¿s nausea, vomiting and abdominal pain and patient hospitalization may be multi-factorial in nature. The pt. Was under dialyzed upon hospital admission. However, it was recorded (in the medical records received) the pt. Refused to accept full capd volume (non-compliance). Additionally, the pd nurse reported the pt. Completed only 2 ccpd treatments in the month of (B)(6) 2017. It is unknown why the pt. Did not complete their pd treatments. Furthermore, the pt. Has pre-existing gastroparesis and (B)(6) with an incidental finding of erosive/candida esophagitis and 2 very large/deep abscesses in the sacral area, which may have been possible confounding factors in this case. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, it was reported by the patient¿s peritoneal dialysis nurse that this chronically ill (B)(6) patient (pt.). With end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) was experiencing nausea/vomiting with abdominal pain and was admitted to the hospital. Relevant medical history includes diabetes mellitus with gastroparesis, paraplegia, and (B)(6). The pt. Presented to the hospital under dialyzed as a result of pt. ¿refusal to accept full continuous ambulatory peritoneal dialysis (capd) volumes¿. The pt. Has a reported history of non-compliance and the pt¿s pd nurse reported the pt. Only performed two treatments for the month of (B)(6) on (B)(6) 2017. The patient alleged that the liberty cycler display screen was malfunctioning. Additionally, the pt. Was imitated on the antibiotic ertapenem intra-peritoneal (ip) (unknown dose, frequency) for presumptive peritonitis due to pd effluent analysis (date unknown) revealing mild leukocytosis (white blood cell (wbc) count 128). However, pd culture results remained negative with no growth after 5 days. During hospitalization, the pt. Continued pd therapy (details unknown). Additionally, the pt. Had incidental finding of 2 very large/deep abscesses of the left sacrum and right buttock. The pt. Was maintained on antibiotic therapy with ertapenem ip and intravenous (IV) clindamycin was added (date unknown) for foul odor and leukocytosis of the 2 sacral abscesses for 14 days. Furthermore, an esophagogastroduodenoscopy (egd) on (B)(6) 2017 indicated the pt. Had erosive/candida esophagitis (which caused an upper gi bleed/blood loss during hospitalization). Notably, the pt. Was also very malnourished and required enteral nutrition via a feeding tube and increased (B)(6) viral load. The pt. Was discharged home on (B)(6) 2018, against medical advice as the pt. Adamantly refused to be transferred to a skilled nursing facility per medical recommendations due to the complexity/severity of her overall condition.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."